Event description:
It was reported the pt's ipg is rotating in the pocket causing discomfort and is experiencing an increased charge burden. A replacement charger was unable to resolve the charging issue. An sjm rep met with the pt and lead diagnostic tests were all normal. Expected recharge interval calculations show the recharge interval is less than one day, indicating this normal battery depletion. The pt is scheduled for ipg replacement.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.